Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 21.100psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.

Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 307 to 270. Following recalibration, the device passed the 30 psi occlusion pressure test with a measured value of 26.600 psi, which is within specification. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).